Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: air/water cylinder had no color, suction cylinder had no color, upward/downward angulation control knob had corrosion, plug unit had a scratch, label on suction connector was peeled, due to burn on plastic distal end cover the insulation resistance value at distal end does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, objective lens had a scratch, light guide lens had a crack, bending tube was deformed, connecting tube was snaking, connecting tube had a wrinkle, due to clogging of the jet tube in control unit the water cannot be supplied, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope bending section is broken and does not track. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: jet tube had foreign material, air/water tube was clogged with foreign material, and the air/water cylinder had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.